Manufacturer narrative:
The root cause of this complaint was not determined. Based on the review of known device history records, the investigation concluded that the root cause of the alleged peri-operative joint infection was not related to the design, manufacture, and/or sterilization of the revised implants.

Event description:
It was reported by a. Romberger, an onkos sales representative, that a 71-year-old female patient with an eleos hinge knee replacement underwent a revision due to an alleged peri-operative joint infection.